Event description:
It was reported that a patient experienced tricuspid valve regurgitation around their right ventricular lead. The lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was ¿patient experiencing tricuspid valve regurgitation¿. As received, a complete lead was returned in two pieces for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damages.